Event description:
A report was received that the patient will undergo ipg replacement due to charging difficulties.

Event description:
A report was received that the patient will undergo ipg replacement due to charging difficulties.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision due to personal conflict. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.